Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had an accumulation of fluid in the pump pocket that was surgically drained on (B)(6) 2016. The date of onset was unknown. No obvious spontaneous accumulation in the pocket was noted during the procedure. A catheter dye study was performed producing a negative result. The catheter was patent with accumulation of contrast intrathecally noted. No pooling or obvious accumulation of contrast was noted along the catheter pathway. A blood patch was performed by the physician post procedure. It was unknown if the issue was resolved and the patient was considered "alive - no injury." If additional information is received, a follow-up report will be submitted. See manufacturer report #3004209178-2016-03911.